Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customers states that reservoir compartment was cracked and top of the reservoir compartment was completely broken off. Customer also mentioned that reservoir was still able to lock in place. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Customer¿s blood glucose was around 120mg/dl. Insulin pump will be return for analysis.